Event description:
A bard ivc filter failed to deploy correctly. The filter deployed inside the sheath and did not touch the patient at any point. There was no patient impact. The procedure was completed successfully with placement of a different denali filter.